Manufacturer narrative:
No product was returned for evaluation. Device history record review was not possible since no lot number was provided. The complaint could not be confirmed. The reported condition was consistent with previous complaints received. The most probable root cause has been identified to be related to the stopcock supplier. Linked to mfg report numbers: 2648988-2019-00039, 2648988-2019-00020, 2648988-2018-00012, 2648988-2019-00043, 2648988-2019-00044, 2648988-2019-00045, 2648988-2019-00046, 2648988-2019-00047, 2648988-2019-00048, 2648988-2019-00049, 2648988-2019-00050, 2648988-2019-00051, 2648988-2019-00052, 2648988-2019-00042, 2648988-2019-00054, 2648988-2019-00055, 2648988-2019-00056, 2648988-2019-00057, 2648988-2019-00058, 2648988-2019-00059, 2648988-2019-00060, 2648988-2019-00061, 2648988-2019-00062, 2648988-2019-00063, 2648988-2019-00064, 2648988-2019-00065, 2648988-2019-00066, 2648988-2019-00067, 2648988-2019-00068, 2648988-2019-00069.

Event description:
This is 12 of 28 reports. A customer reported that when the patient arrived to "ag" from transport from the intensive care unit (ICU), they saw that the patient's external ventricular drain (evd - unspecified limitorr) transducer looked crooked, so decided to try and fix it. The evd transducer had snapped off completely. The doctor was notified about the evd system. The evd was clamped a and new drainage system was attached by the doctor. The date of the event was reported as (B)(6) 2018.